Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device as they cant able to pair their pump to mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4)..after conducting a thorough investigation, we have found that there were few attempts to establish a connection with the pump recorded in the logs. Three out of four tied up with pairing. There could be a few reasons: - the pump was not removed from the list of the paired devices in android os settings. - the patient did not approve the pairing requests on the phone. Depending on the phone version there could be different cases: one dialog or system notification + dialog, or two system notifications + two dialogs shown to the patient. For pairing to succeed the patient has to approve all of them. - the patient did not manage to approve the pairing within 30-second timeout. To assist with the resolution of the issue, we provided the helpline team with the following step to ensure that it is addressed effectively: - before the pairing remove the pump from the list of the paired devices in bluetooth android os settings. - start the pairing with the pump and approve all the system notifications and pairing dialogs shown on the screen. - approve all the pairing system notifications and pairing dialogs within a timeout 30 seconds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.